Event description:
"Pt was being transported to cvicu (cardiovascular intensive care unit) with vasopressors infusing when the pump battery failed. Pt required medications to stablize blood pressure". Reportedly, the biomed has sequestered the pump until pt's status can be completely evaluated. Though requested by baxter, no additional info was provided regarding the pt's status, names, rates, concentrations and mfrs of the medications involved, pt injury, blood pressure prior and after the event, and medical intervention required.